Event description:
Device issue: stent migration. Time of device issue: during the procedure, after stent deployment. Adverse event: placement of an unplanned stent. It was reported that during a left internal carotid artery stenting procedure, the stent migrated after deployment, requiring placement of a second stent to fully cover the lesion. There was no adverse patient sequela reported. One day post-procedure, the patient was discharged to home. Although requested, there was no additional information provided.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the patient. The lot number was provided. A follow-up report will be submitted with any relevant information.